Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. The following cosmetic damage was noted on the device: broken reservoir tube lip, cracked case near display window corner, minor scratches on the display window, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system, and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 135 mg/dl. The customer stated that the alarm occurred during a bolus attempt. He noted that the insulin pump had also alarmed motor error, and when he tried to exit out of the alarm, he observed the compromised force sensor system alarm. He also noted that earlier in the day, his tubing got hooked on a seatbelt and he got yanked backwards; however, he stated that this did not seem to affect the device's function. Advised replacement of the insulin pump. Nothing further reported.